Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07931 / 07932).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2011. It was further reported that the patient fractured the pelvis and dislocated the acetabular cup during a fall. It was also reported the implant did not cause the fall. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation of the cup and elevated metal ion levels. During the revision, erosion was seen around the neck of the stem and the surgeon believed that metal ions flew from the neck junction. The cup was removed and replaced with a competitor's cup.